Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported little movement in the 9-months of treatment, jaw discomfort, pain level 5, inflamed gums, extreme sensitivity, bite alignment, fit issues, and difficulty eating. The patient went to the dentist per safety notification to stop treatment and get dentist evaluation. The dentist's evaluation found lingually inclined maxillary lateral incisors with continued crowding on lower anterior despite byte treatment. The dentist indicated agreement to stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.